Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #10 did not heal and bone did not fill in around the implant. There was active infection prior to placement that may have been the causing factor. The implant was removed due to bone loss. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the device catalog number was updated from tsvm4h10 to tsvm4h11.

Event description:
Additional information was received updating the catalog number.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the reported implant placement date of (B)(6) 2024 is prior to the device manufacture date of (B)(6) 2024. Implant placement date is being updated to unknown. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. D6a: implant placement date was removed. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.